Manufacturer narrative:
Analysis of the returned neurostimulator model 3058, serial # (B)(4) showed no significant anomalies. Analysis of the returned lead model 3889-29 lot # va0r2rt showed no significant anomalies. (B)(4)

Event description:
Additional information confirmed that the device was removed from the right buttock. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had an infection. The patient had a lot of drainage from the incision and the area felt hot. The day prior to report, the doctor changed the patient¿s medication from cipro to 500 mg of cephalexin, another antibiotic twice a day. The wound was checked and it looked fine. The symptoms started following the implant and they were present at the implant location. There was no alleged product issue. The pocket was infected so the lead and implantable neurostimulator (ins) were explanted. Additional information reported that perioperative antibiotics were administered. The onset of the infection was (B)(6) 2015. The patient did not have meningitis but had symptoms of redness, swelling, drainage and pain. It was noted that the infection was also present at the lead track. A culture was obtained at the device pocket and (B)(4) was cultured. IV and oral antibiotics were used in treating the patient. The patient had diabetes before the implantation of the device. The infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0r2rt, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0r2rt, implanted: (B)(6) 2015, product type: lead. (B)(4).